Event description:
It was reported that the ventricular lead was progressively exhibiting low impedance from 576-570 to 399 -431 ohms during a six-week period . The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.